Manufacturer narrative:
This report is submitted on 20 january 2020.

Event description:
Per the clinic, it was reported that the surgeon attempted to change abutment under general anaesthetic , however could not get the abutment away from the implant. Clinical management is ongoing.